Manufacturer narrative:
The customer's allegation was confirmed due to a faulty ccd. In addition, the device evaluation found a failed leak test. A device history record (DHR) review was performed and revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use of an unspecified diagnostic procedure the subject device had an image problem, blurry and fuzzy image. No patient harm reported.